Manufacturer narrative:
A review of the complaint history, device drawing, instructions for use (IFU), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. Upon visual inspection of the returned complaint device, the sheath had been separated approximately 8.5 cm from the distal tip, which is suggestive of bond, separation. The coil was severely elongated at the tip of the sheath, and it was broken into 3 pieces. The appearance of the sheath at the separation location is suggestive of ductile separation due to slight deformation of the tubing. The IFU, lists instructions for removing the sheath, which includes, "withdraw the sheath and dilator as a unit." Additionally, flexor sheaths meet the tensile requirements of iso as shown through design verification testing. Based on the customer's statement, the failure mode was caused from not following the instructions. Also, the patient's groin was severely scarred, which could've contributed to the failure mode. We have notified the appropriate personnel, and we will continue to monitor for similar complaints. No risk reduction activities are required at this time.

Event description:
A balloon and stenting of right sfa procedure was being performed on a (B)(6) year old male patient, with extreme scar tissue in common femoral artery - left groin and extreme pad with multiple interventions. Multiple dilations were necessary in order to gain access and advance the introducer. The procedure went fine until the removal of the introducer. The introducer was mostly removed with the dilator until it was believed to be mostly out. The dilator was removed in order to obtain imaging. The introducer was pulled out the rest of the way, without the dilator in place, the introducer unraveled with fragments remaining inside the patient. The remaining fragments were removed from the patient via a cut down of the artery. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.